Event description:
It was reported that the lead had low pacing lead impedance. Exit block was also noted. The pace/sense portion of the lead was replaced and defib portion of the lead remains active. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.